Manufacturer narrative:
Combination product: yes.

Event description:
This rv lead was explanted due to dislodgement. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was received for analysis. The ICD was not returned. The lead was found cut 12.5 cm distal to the is-1 connector pin (into 2 segments). An extraction aid was found on the distal fragment; it is reasonable to assume that the lead was cut during the surgery. The insulation was found abraded through 46 cm proximal to the lead tip. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. The rv shock coil was found covered in fibrotic growth and deformed. The deformation probably occurred during the extraction procedure due to tensile stress. Due to the fragmented state of the lead no further electrical and mechanical inspections were feasible. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.